Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and unexpected medical intervention was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the activated clotting time levels were 250 or higher, and heparin was administrated. There was a difficulty getting the lobe to sit in proper orientation with neck of the appendage due to pectinate. A pericardial effusion was noted which led to cardiac tamponade. Then, the patient underwent an open heart surgery to stop pericardial effusion and seal off the appendage. The device was explanted. The patient was stable. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the activated clotting time levels were 250 or higher, and heparin was administrated. During implantation, there was a difficulty getting the lobe to sit in proper orientation with neck of the appendage due to pectinate. A pericardial effusion was noted in left atrial appendage(laa). Pericardial effusion led to cardiac tamponade. Patient underwent an open heart surgery to stop pericardial effusion and seal off the appendage. The 25mm amulet was explanted. The patient required prolonged hospitalization. The patient was reported as stable.